Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 6. The ultrafiltration was 2299ml giving a drain volume was 4099ml. This drain volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause for the increased intra-peritoneal volume (iipv) found in the logs was determined to be insufficient drain - use error; tidal ultrafiltration removal set too low. A review of the device's service history record revealed no issues. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). Product surveillance contacted the peritoneal dialysis (pd) clinic and advised them of the increased intra-peritoneal volume incident found in the device logs. It was reported the patient recently received a transplant and was no longer using the cycler for pd therapy at this time.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.